Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that at the beginning for a few months it was quite effective and then it started getting worse and now it is zero help. The only thing that helps on the bowels is imodium. Patient has terrible diarrhea and no bowel or urine control. Patient is now considering another implant. When they put in the trial leads in the spine it just made the implant that is already in place really hot as hell and very uncomfortable. The trial was supposed to be for pain in the legs. The patient has fatigue after just a little bit of walking. They put the trial in last thursday. It remained hot for 4-5 hours. It is not hot at all now. They are doing the trial on the left side of the spine on t8 and t9. They told the patient to call patient services before they went any further on considering putting the permanent implant in. If it is only going to last like the one they has now, it is just about dead and they doesn't know if they is going to go through all that. They was told it was 90% affected when they put it in. They may be just one of the 10% it isn't. The patient was redirected to their healthcare provider to further address the issue. Nurse at pain clinic called today to get some more information regarding the information being provided by the patient. She was told to call tech s ervices to talk to for next steps. Ts reviewed highlights of the information provided by the patient today. Caller was going to reach out to the patient to better understand what is going on. Scs trial started on 09/12/2024 per caller. Closed case.